Event description:
On (B)(6) 2012 3m espe was informed about an adverse effect that occurred during the use of a 3m (tm) espe (tm) retraction capsule. During application the patient reacted with a tetany, attack of sweating, instable circulation, panic attacks and pain in the area of the sulcus. The symptoms started when the retraction pase was applied and stopped quickly after the removal of the paste. The event lasts for approximately 15 - 20 minutes. After this the patient fully recovered and there are no long-term effects.

Manufacturer narrative:
Method, results and conclusions: until the date of this report the product wasn't returned to 3m (B)(4). As the symptoms vanished immediately after the removal of the paste, it can be concluded that the product really caused the symptoms. The type of reaction and the clinical history of the product do not indicate an allergic reaction. This product has been assessed for biocompatibility and has been found to be safe for its intended use.